Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer reported that her bg was high (under delivery). Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, scratched case. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following delivery related alerts/alarms around the event date: 100=bolus not delivered occurred @ (B)(6) 2021 12:46:00, (B)(6) 2021 15:31:06, & (B)(6) 2021 09:07:26. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error: pump error 53 (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2021 @ 21:43:01 & 22:23:45; pump error 4 occurred (B)(6) 2021 21:42:11.the case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report of under delivery was not confirmed during testing. The pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software error, and the pump error 4 is due to a hardware error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a high blood glucose. Customer stated that the sets were coming out. No harm requiring medical intervention was reported. The insulin pump returned for analysis.